Event description:
It was reported to philips that the flexvision monitor of the azurion device would not turn on. It got stuck at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disk, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't turn on as it got stuck at 00:00. The fse did the diagnosis and found that the flexvision pc was faulty. Review of the log file showed that the flexvision pc had malfunctioned. The fse replaced the flexvision pc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.